Event description:
It was reported that during a pouch procedure, the surgeon was doing an ileoanal pouch. He sutured the anvil into the pouch as usual and ensured the spike came out of the gun as he usually does with the safety catch on. Gun up bottom, spike out and engaged anvil with spike but there was no click. Turned the knob to bring the anvil down; anvil came away from gun - disengaged. There was a hole in anal canal from spike. Spike out, re-engaged, closed knob and same again. In the end, he had to push the anvil onto spike with some force while the sister turned knob - felt right, correct pressure when tissue compression occurring. Fired gun, felt right. Intact donuts, complete ring of staples. Patient is fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached without any difficulties and did not detach during the functional testing. Event could not be confirmed as the device performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.